Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and pacemaker experienced a normal device change out procedure. When attempting to remove the rv lead from the device header the terminal pin separated from the lead body. The lead terminal pin was unable to be removed from the device header; however the physician was able to successfully cut and cap the lead as well as explant the device. Another rv lead and device were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.